Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure (event) observed during analysis.external insulation abrasion was noted at 12.2-12.5cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 8.5-9.1cm, 41.7-41.8cm, 43.0-43.5cm, 43.8-44.1cm, and 44.4-44.6cm from the helix, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at all abrasion locations.(B)(4).

Event description:
This report is to advise of an event observed during analysis.